Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14265. The pt has two leads implanted with the same lot number. It was reported the pt is experiencing pain at his ipg site and was not receiving effective stimulation. An sjm rep met with the pt and reprogramming was able to provide effective stimulation. His physician discussed revising his ipg site, but the pt is requesting to have his entire scs system removed. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.